Manufacturer narrative:
The crej2 reagent lot number was 847839. The expiration date was not provided. The field service engineer (fse) found that one of the reagent probes was significantly misaligned, causing contamination of the reagent needle route. He decontaminated the reagent probe hydraulic path, cleaned the sample needles, verified and adjusted the sample/reagent probes, and cleaned the rinse needles. The fse then verified the wash procedures. Qc and crej2 accuracy tests were performed, and the results were within specifications. After the fse completed the service actions, the instrument was performing within specifications. The root cause was related to a hardware issue and traced to a component failure (a misaligned reagent probe causing contamination of the reagent needle route).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine jaffé gen.2 (crej2) assay on a cobas 8000 c702 module. Initial result: 1.01 mg/dl. On (B)(6) 2025: repeat result: 0.82 mg/dl.